Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient had been auto discharged at seven days based on the site setting. The patient visit had been transferred to a different nursing unit that had a 365-day auto discharge setting for the unit. The patient was discharged in the system but was still admitted per the hospital system. Registered nurses were unable to find the patient or dispense medications and were unable to undo the discharge or update the discharge date and time again. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the patient had been auto discharged. A technical support specialist (tss) remotely accessed the server and reviewed the patient details, confirming that the patient was discharged and associated with the noted unit. The tss consulted with the customer and recommended updating the reverse-discharge timeframe setting. Upon review of the server settings, it was noted that the reverse-discharge timeframe had been set to two hours. An email was sent advising the customer to update this setting. After updating the reverse-discharge timeframe, the customer confirmed that they were able to successfully reverse the discharge. The system functioned as intended after technical support specialist troubleshot the device.